Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover detached from the mcs instrument during surgery. "Delay in patient care or extension of hospitalization disruption of department operations or interdepartmental relations" were experienced. The mcs tip cover was exchanged after retrieval from the abdomen. The procedure was completed.